Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient had experienced diarrhea. The patient experienced peritonitis manifested by abdominal pain and turbid dialysate. The patient was hospitalized for the peritonitis. Treatment included vancomycin and amikacin (doses, frequencies and routes not reported). Action taken with dianeal therapy was not reported. The cause of the peritonitis was the diarrhea. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Additional information: the patient was given antibiotic medication. About two weeks after the start of the event, the patient had no abdominal pain, had clear effluent, with good inflow and outflow. The patient recovered from this peritonitis event.